Manufacturer narrative:
H.6. Investigation: one 10ml syringe inside an opened blister package was received and evaluated. The package was from batch #8150924 (p/n 300912). The syringe appeared to be as reported contaminated with medication, labeled as fenylefrin. The syringe was observed to have crystalized medication residue in the fluid path on top of the stopper, a small amount between stopper ribs, and also immediately behind the second rib of the stopper. Presence of the residue between and behind the stopper indicates leakage past stopper condition. The barrel was confirmed to be from mold c-270 cavity 51. The syringe was decontaminated at an outside facility. It was then tested for leakage per procedure. It failed the leakage past stopper test and observed to be leaking through the barrel due to a crack in the barrel wall which was mostly hidden from view behind the customer¿s label. The likely cause of the leakage defect is a result of the cracked barrel. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe 10ml ll eurographics experienced leakage during use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ll eurographics experienced leakage during use.